Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Study source: e7058 wf biliary fc chronic panc rct the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-03433 for the other associated device information. It was reported to boston scientific corporation that a commercial bsc plastic stent was implanted in the common bile duct of a patient on (B)(6) 2016 as part of e7058 wf biliary fc chronic panc rct clinical study. On (B)(6) 2016 two bsc plastic stents were implanted in the patient with no issues reported. On (B)(6) 2016 the patient experienced chronic pancreatitis. No treatment was reported for this event, however, the patient underwent an additional ercp (details not reported). On (B)(6) 2016 one of the initial stents was removed during the month 4 plastic stent exchange. The stent was noted to be occluded with sludge. In addition during the month 4 exchange, two new bsc plastic stents were placed in a satisfactory manner with no issues reported. On (B)(6) 2016, the pancreatitis was considered resolved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-03433 for the other associated device information. It was reported to boston scientific corporation that a commercial bsc plastic stent was implanted in the common bile duct of a patient on (B)(6) 2016 as part of (B)(6) clinical study. On (B)(6) 2016 two bsc plastic stents were implanted in the patient with no issues reported. On (B)(6) 2016 the patient experienced chronic pancreatitis. No treatment was reported for this event, however, the patient underwent an additional ercp (details not reported). On (B)(6) 2016 one of the initial stents was removed during the month 4 plastic stent exchange. The stent was noted to be occluded with sludge. In addition during the month 4 exchange, two new bsc plastic stents were placed in a satisfactory manner with no issues reported. On (B)(6) 2016, the pancreatitis was considered resolved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on november 03,2016: the event causality was updated to not related to the study device or procedure. On (B)(6) 2016, an ercp was performed and there was no device event associated with chronic pancreatitis.